Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes the insulin pump buttons had to press a button more than once. Customer stated that the insulin pump received insulin flow block alarm in the past. Customer was unable to troubleshoot for insulin flow block alarm. Customer stated that insulin flow block alarm event resolved by changing complete set. Insulin pump rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.